Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of attempted placement in ada site 30 in type ii bone, the patient's blood pressure was too high to continue with placement. The implant was manually torqued out and the site was grafted for future implant placement. Clinician noted bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that on the day of attempted placement in ada site 30 in type ii bone, the patient's blood pressure was too high to continue with placement. The implant was manually torqued out and the site was grafted for future implant placement. Clinician noted bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).